Event description:
It was reported the insulin pump had a partial display. The right part of the display was missing. Customer uses correct battery and stores them properly. The device was not dropped or bumped. Anomaly continued after battery change. The device passed self test. Customer's blood glucose was 7.4mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The device had minor scratched display window and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.